Event description:
Caller reported a cgm error, known as error 42. There was no adverse impact to the customer's blood glucose level. The caller was guided by cts through a pump reset process, which resolved the issue, and the sensor session was successfully restarted without further errors.